Event description:
A cartridge alarm was reported by the customer, but it did not cause their blood glucose level to exceed 500 mg/dl. Customer continued to use the current pump as backup therapy until technical support sent a replacement pump. Technical support also sent cartridge replacements and scheduled delivery to arrive on or after the 27th.